Event description:
Intl affiliate reports that cerebrospinal fluid could not flow to abdomen. Surgeon penetrated the valve by using a 27g needle to remove the fluid but, the cerebrospinal fluid leaked from around the penetrated section. The surgeon has requested analysis of the valve to determine the cause of leakage.